Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 06/2022).

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly bent and difficult to remove. A coaxial was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle has returned for evaluation. On the visual evaluation the devices appeared clean and both the slides were in their fully primed positions. The sample notch was found to be bent forward when positioned on a flat surface and the distal end of the cannula needle was broken off. There were no other visual anomalies observed on the device. No functional testing was performed due to the nature of the device. The investigation is confirmed for bent, as the sample notch was found to be bent. However, the investigation is inconclusive for difficult to remove needle from tissue, as conditions of use could not be replicated. However, the investigation is inconclusive for failure to prime as the device could not be functionally tested due to the bent needle. A definitive root cause for the alleged bent needle, difficult to remove and failure to prime could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2022), g3 h11: h6 (method and result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly bent and difficult to remove. A coaxial was not used. The procedure was completed using another device. There was no reported patient injury.